Event description:
Medtronic received limited info that this hollow fiber oxygenator exhibited poor gas exchange (low blood saturation) during use. The product was changed out, and the blood saturation reportedly improved. It was not reported how long the device had been in use, and there were no reported adverse pt effects. The device was discarded by the user facility, and product specific info (i.e., serial number) was not provided.

Manufacturer narrative:
Analysis: it was reported that this product will not be returned. Without product return, and with no product identifying info available, a thorough investigation cannot be completed. It was reported that the customer reviewed the procedure again, and found that the cause of the event may have been related to the blender, and not the device. However, the medtronic product quality team has been notified of the event, and will continue to monitor field performance to detect similar reports. Conclusion: without product return, a definitive conclusion regarding the performance of the device cannot be drawn. There were no reported adverse pt effects. Medtronic continues to monitor field performance to detect similar events.